Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventive maintenance the ht70 lithium metal coin battery was not with in the acceptable potential range. There was no patient involvement at the time of the reported condition. To address the reported failure, the battery was replaced with a new metal coin battery. The ventilator was tested and checked to be running normally.